Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a hysterectomy therapeutic procedure, the powerseal 5 mm exhibited incomplete seal cycle error during normal use. The procedure was completed using an olympus back-up device. There was no report of patient harm or user injury associated with this event.